Event description:
Dr. Implanted stayfuse implants approximately in 2004. 4th toe pip joint failed fusion. When product was removed it was discovered that the prongs on the stayfuse mid implant had broken off.